Manufacturer narrative:
Date of report: 27-dec-2018. Date of manufacturer: 24-dec-2018. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. (B)(4). No phone number provided. The service engineer (se) inspected the device and found the blower was broken and was making the noise. The se replaced the blower and the device passed all testing.

Event description:
It was reported that the ventilator had an abnormal sound. No patient involvement. The event date was not specified; estimate used.